Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k926214. The actual radifocus guide wire with its distal urethane outer layer having been peeled-off and a piece of urethane outer layer being stuck in a metal needle were returned for evaluation. The guide wire sample was inspected with unaided eye, under a magnifier and an electron microscope. The following findings were obtained. On 0 mm - approximately 95 mm from the distal end of the core wire, the urethane outer layer had been sheared off and missing. On 95 mm - 200 mm from the distal end of the core wire, the half-circumferential portion of the urethane outer layer had been missing. The sheared surface was smooth, and abrasions were noted on the core wire surface. The total length of the core wire of the actual sample was measured and confirmed to be approximately 798 mm, which was equal to that of a factory-retained sample from the involved product code (approximately 798 mm). The form of the distal end of the core wire was found similar to that of the factory-retained sample of the involved product code. The outer diameter of the actual sample was measured on the intact segment and confirmed to meet the factory's specifications. Visual and magnifying inspections of the urethane piece revealed that the part of the urethane piece protruding from the metal needle was confirmed to measure 70 mm in length. The total length of the metal needle was 220 mm. An attempt to remove the urethane piece from the metal needle was made; however, failed. As a result, the length of deficit in the urethane outer layer of the actual sample could not be calculated. The tip of the urethane piece was found to have been cut at an acute angle. The form of the tip of the urethane piece was found to accord with that of the urethane-sheared part of the actual sample, 0 mm- approximately 200 mm from the distal end of the core wire. Reproductive testing was performed with a current product sample. The sample was pulled through a metal needle. As a result, peeling of the urethane outer layer was observed. In addition, the tip of the peeled urethane piece was cut at an acute angle and the cut edge was smooth, which was similar to the state of the actual urethane piece. IFU states: do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that when the actual guide wire was inserted in the metal needle, the urethane outer layer came into contact with the tip of the needle. Subsequently, when the guide wire in that state was from pulled in the withdrawal direction through the metal needle, peeling of the outer layer occurred. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that peeling of urethane outer layer occurred when the radifocus guide wire was used in combination with a metal needle during ptgdb procedure. It is likely that urethane piece(s) remained in a part of the liver where surgical retrieval was unable to be performed. The final patient impact was not reported.